Event description:
New information received notes the patient was brought into clinic. The noise on the right ventricular (rv) lead was not reproducible during testing. Programming changes were made. There had been no re-occurrence of rv lead noise since programming. The rv lead was to be re-evaluated at a future date during generator change but no issues had been observed since re-programming. The patient was stable.

Event description:
It was reported that non sustained oversensing due to noise was observed on the right ventricular (rv) lead. The noise was too large to be programmed around. Further evaluation was recommended, and rv lead replacement was discussed.